Event description:
It was reported that the lead exhibited noise. It was noted that the patient had a significant fall on his left side. The lead would be replaced when the implantable cardioverter defibrillator reached elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.